Event description:
The drill broke while drilling a tunnel as part of an "acl" procedure. The surgeon did not retrieve all the broken pieces from the patient. Both the or staff and the surgeon indicated that the drill had been used for multiple procedures. This drill is not a reusable item as stated on the labeling. There was no patient injury or procedural delay. However, pieces of the drill were not retrieved from the patient so this event shall be reported.